Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to interact with the touchscreen. Customer's blood glucose was 170 mg/dl. Customer continued to use the pump for basal insulin and used manual injection for insulin boluses.